Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other copilot referenced is being filed under a separate medwatch report. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that while using two copilot bleedback control valves (bbcv); leaking was observed during the procedure. Reportedly, the physician indicated that in the past no leakage was noted even without tightening the clamp seal; however, leakage occurs unless the clamp seal is tightened nowadays. The clamp seals were tightened on the copilots and the copilots were able to be used successfully for the procedure without any more leakage. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Sterile devices returned in association with this incident were returned with no damages noted. All visual and functional testing passed inspection. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.